Event description:
Boston scientific received information that this product was part of a system explant due to endocarditis and (B)(6). There was no report of adverse patient effects due to the explant procedure.

Event description:
Customer reportedly received results of 328 mg/dl and 139 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.